Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Concomitant products: 9770 competitor implantable cardioverter defibrillator (ICD) (B)(6) 2013; 7122 competitor implantable tachy lead (B)(6) 2013. (B)(4).